Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced postprandial hyperglycemia to the 220 mg/dl range that persisted for approximately two hours after meals, despite the device subsequently bringing glucose back toward target, and the user sought guidance on meal announcements and snacking practices. Symptoms included hyperglycemia without reported acute complications. Outcomes included the need for education and scheduling of additional training. Investigation included remote troubleshooting and review of meal announcement use and snacking guidance. Investigation of this case revealed no device alarms and no identified device malfunction, with use factors related to meal announcements and snacking identified as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear and most consistent with user technique or meal handling factors rather than a device problem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.